Event description:
A device was used during a laparoscopic cholecystectomy. It was noted after the first puncture by optical technique, the tissue separator had damaged the inferior vena cava. There was heavy bleeding and the case was converted to an open procedure. The pt later expired due to a loss of blodd. Amount of blood loss unknown. The surgeon noted that the cause of the reported incident was not related to the function of the device, but technique of surgical procedure. There was no report of an autopsy being performed.